Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) cutter didn¿t cut the tissue of the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The cutter device was returned to the factory for evaluation on 03aug2020 and investigated on 21aug2020. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The safety lock on the cutter was engaged and the actuation button was not fully depressed inside the tool with the cutter and spiral needle not fully deployed. The needle appeared to be bent. No other issues were found. During the investigation of the returned device, the safety lock was then disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The cutter was seen in a deployed state, with the actuation button approximately 1 inch inside the tool, and was fully functional. Based upon the received condition of the device, the reported failure mode "failure to cut" was not confirmed and the analyzed failure ¿material twisted/bent; needle¿ was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) cutter didn¿t cut the tissue of the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.